Event description:
Right knee replaced [knee arthroplasty.] Case narrative: case (B)(4) is a serious spontaneous case received from a health professional via regulatory authority in the united states. This report concerns a patient (no patient identifiers reported) who experienced right knee replacement during treatment with intraarticular use euflexxa (sodium hyaluronate) solution for injection, 2 ml weekly for three weeks, for osteoarthritis (left knee) from an unknown start date in 2017 to ongoing. The patient underwent right knee replacement on an unknown date in 2022. No additional information was reported. The right knee replacement was medically significant. Action taken with euflexxa was dose not changed. No concomitant medication was reported. The event of right knee replacement was reported as serious. At the time of reporting the case outcome was unknown. Sender comment: replacement of the right knee is not considered to be related due to limited relevant information available, such as the patient's medical history. Overall listedness (core label) is unlisted. Reporter causality: related company causality: not related other case numbers: internal # - affiliate = mw5108487. (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a (B)(6)+ (B)(6) country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.